Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed the coupling part is unscrewed from the housing and the spring is missing. The device was produced and distributed in (B)(4) 2010. Our inspection has shown that the coupling part is unscrewed from the housing and the spring is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to determine the exact cause of this occurrence. The complaint condition is likely the result of the torque limiter was used to loosening a firm screw, which is actually not the intended use of the device. This occurrence led to the loosening of the housing and the loss of the spring and finally to the malfunction at the engaging mechanism. No further investigation needed because the damage was clearly caused post manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an inventory check prior to surgery, it was noted the instruments were not working correctly. No patient or procedure involvement. The instrument and issues reported are as follows: torque limiting attachment had come unscrewed and the spring was missing. Aiming arm is worn and hooks into another piece; it is loose. Blade guide sleeve's threads are smashed/deformed, and it is loose. Buttress/compression nut is worn and hooks into another piece; it is loose. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: odp. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.